Manufacturer narrative:
The pump passed the self test, off no power, unexpected restart, displacement, rewind and basic occlusion tests. The operating currents were within specification. All buttons functioned and no damage to keypad traces were noted. The keypad connector on the lcd board was not unlocked during visual inspection. Unable to prime during the prime test due to moisture damage on the force sensor resistor. The pump had cracked battery tube threads, a bleeding lcd glass, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and a stained address/serial number label. Moisture damage was noted on all electronic assemblies. Also, corrosion was noted on the motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings, button error and damage from the insulin pump. The customer's blood glucose reading was 536 mg/dl yesterday. The mother stated that the up and down buttons do not work properly and the top of the battery compartment is broken. The customer noticed cracks on the pump about a month ago. The customer treated for the high readings with manual injections. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.